Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
During review of the in-house programming/diagnostic history database, it was observed that high impedance was observed during implant on (B)(6) 2007. The high impedance was resolved prior to the patient leaving the or; however, two hours passed and it is unknown if the patient underwent lead replacement.